Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered on the forceps elevator k-wire; however, the type of the material cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to pinching on the bending section cover that may have caused water-tightness loss. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.